Event description:
I bought an olevs smartwatch to help monitor my type 2 diabetes. The readings were way out. For example the watch read 5.9 and my glucose meter was 11.2. Now I am having trouble returning this useless device and getting a (B)(6) refund. I tested this watch against by glucose meter for 36 hours with totally inaccurate results.